Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of the two devices used during the same procedure. Manufacturer report #3005099803-2018-01337 pertains to the first speedband superview super 7 device and manufacturer report #3005099803-2018-01338 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the band successfully deployed; however, the band did not stay on the varix and fell off. Reportedly, there was one time that the band was ripped off by the suture. The same issue occurred with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.